Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary batch record review: lot 7l04254 was manufactured on 11/dec/2017, in ats #1 manufacturing line, with a total of (B)(4) market units (mkus). Complaint investigator performed a batch record review on 14/dec/2022, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification 1263353 and manufacturing order (B)(4). Therefore, no discrepancy related to this issue were found within the documentation. Complaint data analysis: on 14/dec/2022, complaint investigator performed a search of complaints into database system for lot number 7l04254. As a result, a total of 03 complaints were found and 02 are related to the same malfunction code of this investigation. Photograph, video and/or physical sample evaluation: five photographs associated with this case were received and no unused return sample was expected.   Conclusion summary of the related event: a complaint search performed in database system by manufacturing date for the ¿starter hole off center or misaligned¿ failure mode for ats#1 and ats#2 manufacturing lines shows a decreasing trend from jun 2019 to date (cut off 30/sep/ 2020). Based on the preliminary investigation, the most probable cause for the cases related to manufacturing process in the ats#1 and ats#2 manufacturing lines is related to machine condition. As part of the nonconformance report (ncr) actions were taken for this failure mode, which were the main factors for the reduction in the quantity of complaints per month. In addition, the investigations (rci¿s) records were carried out and actions were taken for the off-center failure mode in the convex two (2) piece (ostomy) and convex two (2) piece (wct) bulks manufacturing lines. Furthermore, a nonconformance search was performed in database system from 2018 to 30/sep/ 2020, for the ¿starter hole off center or misaligned¿ failure mode for ats#1 and ats#2 manufacturing lines and as a result, no events related to this malfunction were found. Moreover, the following quality and manufacturing controls are currently in place in the ats#1 & ats#2, according to the product instructions and test methods, which contribute directly to the detection activities: ¿ manufacturing process instructions (pi - ats1 assembly and packaging / pi - ast2 assembly and packaging) 1. Visual inspection to completed product 100% of units 2. Testing and inspection log ¿ dimensional verification and visual inspection looking for collar concentricity six samples at the beginning of the batch and each 1 hour ¿ quality test methods (tm- visual nonconformities laminated adhesive products / tm- pouch nonconformities) a quality notification was given to the quality and manufacturing personnel of the ats#1, ats#2, convex two (2) piece (ostomy) and convex two (2) piece (wct) manufacturing lines, to make them aware of the new complaints received for this failure mode (refer to attachment #3 and attachment #5 of this ncr). For everything explained above, no additional actions are required. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 6 of 20. The product is beyond its expiration date (B)(6)2022 . Expiry date is not on all ostomy products, therefore end user will not be aware of using expired product. Complainant street address: (B)(6). Complainant city: (B)(6). Complainant state: (B)(6). Complainant postal code: (B)(6). Complainant phone: (B)(6). Patient city: (B)(6). Patient postal code: (B)(6). Complainant country: sweden. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that starter hole of the wafers was not centered. The product was used and caused leakage. The photographs depicting the issue were received from complainant.